Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It is reported that an external fluid leak was observed from the effluent line of a prismaflex m150 set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11, h11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed that the set effluent pre-pump line was disconnected from the filter effluent port. A non-homogenous mark of solvent was visible on the tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the disconnection was determined to be related to the inadequate volume of solvent applied during the manufacturing assembly process. Should additional relevant information become available, a supplemental report will be submitted.